Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a bad rail in drawer 2. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es auxiliary used in this incident, it was determined that the aux, drawer stuck when opening and closing. A field service engineer removed the drawer from the station, replaced the rail, returned the drawer to the station, powered off the station, connected the drawer, and then powered the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.